Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in the operating room for a routine generator change. The lead was noted to be damaged. The lead was capped and replaced on (B)(6) 2017. The patient was symptomatic due to the event and was good before, during and after the procedure.